Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 322. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. Service evaluation verified system error 322. The cause was determined to be a failed lower link switch and the lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a spectrum pump in baxter puerto rico, the device displayed a system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.